Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03128. It was reported the patient was experiencing pain at the extension pocket site. The patient underwent surgical intervention on (B)(6) 2016. The physician noted the extensions were superficial and the pocket site contained a notable amount of scar tissue. The physician excised scar tissue and repositioned the extensions within the pocket site.